Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer cable was not correctly positioned, and there was debris located beneath the cubie pockets. The field service engineer detached the rear panel and controller board, ensuring all cables in the drawer were properly seated. They had also took out all pockets and cleared debris from beneath the cubie pockets, reinstalled the cubie pockets, and restarted the application, which then functioned correctly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, storage spaces were encountered failure and displayed "device not connected on bus". The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.